Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/01/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8850 centerline¿ endoscopic carpal tunnel release instrument has a compromised optic. This occurred during use, when activated, they can't see the base to protect the nerve, only when he tilts the optic.

Manufacturer narrative:
Complaint allegation is confirmed per the video provided. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a cause. The cause is attributed to a supplier process issue.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was provided on 10/25/2024, where it was stated that this event occurred at the beginning of a wrist arthroscopy + carpal tunnel release. They had to finish with metzembal scissors.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-8850 centerline¿ endoscopic carpal tunnel release instrument was received for investigation. Visual evaluation of the returned device noted no apparent issues; no obstruction was noted. Functional testing was performed by testing the returned device with a known good scope and no issues were noted with the optical view, no obstruction was observed. No problem found. Refer to investigation photos.